Event description:
It was reported that a pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised with tips to prevent altitude alarms and replaced the cartridge to resolve the issue, which allowed the pump to resume normal operation.